Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states one of the spokes on the real wheel is broken.